Event description:
Patient reported that the ss meter readings were low throughout the day (15, 20, 25 and 34 mg/dl). The pt stated that usually gets symptoms of low sugar but felt "normal". Control test result was out of range (result not specified). Lfs representative reviewed meter calibration, coding, cleaning and control testing with pt. The meter was replaced. There was no allegation of harm.